Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was preoperatively diagnosed with vertebral compression fracture; and underwent vertebral augmentation. Intra-op, distal end of stylet protruded from balloon. The procedure was completed successfully with the same product; however, the procedure time was delayed for about 3 minutes to inspect the stylet. No patient complications were reported.